Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: lead tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire did not fit into the provided needle. The patient developed a large hematoma. It may have also had a hole that was under the skin. The procedure outcome was successful. Additional information was received 12september2019: the procedure was a left heart catheterization/ro. Hematoma was noted at the beginning of case. Pressure was held and resolved, then throughout the case, hematoma kept growing. The sheath was pulled and femoral access was gained to finish the procedure. The patient was reported to be in stable condition. There was no harm to the patient. The estimated blood loss was 10cc. The procedure was completed successfully after additional access point.